Event description:
It was reported that a home patient experienced a leak from their cassette during peritoneal dialysis therapy. During troubleshooting for a reload the set alarm in the priming step of therapy, the patient noticed that there was solution leaking out from the cassette. The patient closed all clamps and changed the cassette prior to continuing therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted for potentially associated lot number s14b17087 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.